Event description:
Additional information was received that the access site for the delivery catheter system (dcs) was on the right side and the dissection was on the right side. It is unknown what caused the dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, contrast imaging after valve placement revealed an occlusion of the right femoral artery. The occlusion was dilated with a balloon catheter. Focal dissection was observed after the procedure, but it improved with follow-up observation. Prolonged hospitalization was required. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, contrast imaging after valve placement revealed an occlusion of the right femoral artery. The occlusion was dilated with a balloon catheter. Focal dissection was observed after the procedure, but it improved with follow-up observation. Prolonged hospitalization was required. No additional adverse patient effects were reported. Additional information was received that the access site for the delivery catheter system (dcs) was on the right side and the dissection was on the right side. It is unknown what caused the dissection. Additional information was received to report one month following the transcatheter aortic valve replacement (tavr) procedure, the patient presented to the hospital with a chief complaint of pain, cramping, or weakness in the lower right leg during activity (claudication). Upon assessment, there was a reduction in the patient's ankle-brachial index (abi). The patient was admitted and underwent endovascular therapy. Per the physician, there was no relationship between a medtronic device and the patient's presentation, but reported there was a positive correlation with the tavr procedure. The event was reported as recovering with a date of outcome two months, one week following onset.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. D. Suspect medical device: manufacturer name, address h6. Additional codes. Corrected data: d. Suspect medical device: full UDI # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.